Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. It was reported that (3) 355ld's were used and the trocar leaked pneutmo. Another 355ld was opened and used to complete the case. There was no consequence to the patient.